Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall # z-2880-2016 thru z-2883-2016. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is calling concerned that his wife's meter is reading too low. I asked customer if she is experiencing symptoms of high/low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between: 100-110mg/dl fasting. Customer is storing strips in the bathroom. Customer states she did not have to seek any medical attention because of this meter. The meter memory was reviewed for previous test result history: 79mg/dl (B)(6) 2016 08:42:00 am fasting: yes; 84mg/dl (B)(6) 2016 06:59:00 am fasting: yes; 116mg/dl (B)(6) 2016 08:20:00 am fasting: yes; 106mg/dl (B)(6) 2016 04:59:00 am fasting: yes; 78mg/dl (B)(6) 2016 08:06:00 am fasting: yes. Memory concerns: 79, 84, 78mg/dl.